Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, sion black, guide cath: taiga al3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an eccentric de novo lesion in the mid left anterior descending coronary artery with no tortuosity, mild calcification and 90% stenosis. A 2.75x12 mm trek rx balloon dilatation catheter (bdc) was advanced for pre-dilatation with no resistance. The balloon of the bdc ruptured on the first inflation at 6 atmospheres. An additional non-abbott bdc was used successfully to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.